Event description:
The customer reported that the system is sluggish and images are pulling up slowly. Also the system wont take images unless the button is held down. He cannot remove the old images and some images are corrupted. No patient injury was reported.

Manufacturer narrative:
The ge service rep found that the hard drive on the system was slowly degrading and the pictures were pulling up very slow. The boot up time has increased too. He attempted to replace the hard drive and installed it with the 8800 software. The disk that was sent was corrupted. The rep was on site and attempted to install the software, the software that he received was corrupted as well. He ordered a sim disk install and attempted to do the install via cd. He was able to install the 8800 software via the sim disk cd-rom install. He loaded up the calibration files and took some fluoro exposure. He was able to make x-rays. The system is working as intended.